Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2; reference MFR. Report: 1627487-2018-10416. It was reported (B)(6) the patient was unable to get effective pain relief after implant, as stimulation was not achieved in the target area. X-rays revealed the leads were implanted slightly to the right of the midline. To address the issue, the physician explanted and replaced one of the patient¿s leads. Postoperatively, effective therapy was achieved.